Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was error message 46221/804. The reported error message indicates a low reservoir volume or a problem with the pump's tubing. This typically means the infusion bag is empty or there's an obstruction in the tubing preventing fluid delivery. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be the printed wire assembly (pwa) board. The pwa board was replaced to address this issue.